Manufacturer narrative:
An event regarding missing component involving a mako reamer handle was reported. The event was confirmed. Method & results product evaluation and results: functional inspection confirmed missing component reamer handle. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Offset reamer handle missing screw. Noticed it after reaming acetabulum. Patient was x-rayed and screw was not seen in patient. Missing screw potentially found in sterile processing department. Case type / application: tha 4.0.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Offset reamer handle missing screw. Noticed it after reaming acetabulum. Patient was x-rayed and screw was not seen in patient. Missing screw potentially found in sterile processing department. Case type / application: tha 4.0.